Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent or vitros 5600 analyzer had malfunctioned.

Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Tropi es result: 0.998 ng/ml vs expected 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory and there was no allegation of harm reported as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).